Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead; helix/lobe distorted/bent.

Event description:
It was reported that during implant attempt, there was difficulty with fixation mechanism and questionable electrical integrity. The device was not implanted. No patient complications have been reported as a result of this event.